Manufacturer narrative:
Reported event of premature discharge of battery could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated device was within normal range of operation. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.